Manufacturer narrative:
The device was unable to be evaluated as it was not returned. If the device is received in the future an evaluation will be performed. The reported event was unable to be confirmed or replicated. A cause of the reported event could not be determined at this time.

Event description:
It was reported that the patient was experiencing a no disposable, clamp tubing alarm on pump. On advice from an rn the patient had swapped the cassette to another pump to continue infusion, but the alarming continued after 0.5 ml. The patient was then advised to mix a new cassette, after which the patient mixed a new cassette and placed on the pump. The infusion was able to be continued without alarm. There was no patient injury reported.